Event description:
Related manufacturer reference number: 2017865-2021-38353, related manufacturer reference number: 2017865-2021-38356. It was reported that the patient presented in clinic for follow up with pocket erosion caused by the implantable cardioverter defibrillator. The right atrial lead exhibited insulation damage. The right ventricular lead had confirmed externalized conductors via chest x-ray. The device and both leads were explanted. The patient was in stable condition.

Manufacturer narrative:
The device with depleted battery and no communication was returned in one piece for analysis. It was found that the battery depletion was post explanted. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage output functions of the device were normal with no anomalies found.